Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having cancer, sinus and headache. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient has having cancer, sinus and headache related to a CPAP device's sound abatement foam. The patient did not receive any medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection -dust/dirt contamination top and bottom enclosures, ui knob, blower box, blower box upper cap, blower outlet seal, ui panel assembly, rear panel. Hair like substance was found on the blower outlet seal. Slight knick was on top enclosure. Missing rubber foot off the bottom enclosure. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed the presence for degraded sound abatement foam.